Event description:
A caller reported a malfunction on the pump with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer planned to call back to reset the pump as they were not at home at the time.